Manufacturer narrative:
A ge rep evaluated the system, and replaced both monitors. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported intermittently a two inch square appears in the image. No pt injury was reported.